Manufacturer narrative:
Device evaluation by MFR: a mustang 8.0 x 40, 135cm was received for analysis. The device was received advanced through the customers 7fr guide. The recommended introducer/guide sheath size for this device as per mustang product specification is minimum 6fr sheath. The investigator applied negative pressure to the device but was unable to removed it from the customer's guide due to severe damage/stretching to the shaft of the device. A visual examination identified that the balloon was subjected to positive pressure. The investigator was unable to inflate/deflate the balloon due to severe stretching of the shaft. No issues were identified with the balloon material. A visual and tactile examination found the shaft of the device to be severely damaged/stretched beginning approximately 200mm distal of the strain relief and extending approximately 70mm distally along the shaft. This type of damage is consistent with excessive tensile force being applied to the device. A visual and microscopic examination identified no damage to the tip of the device. No other issues were noted with the returned device during analysis.

Event description:
It was reported that removal difficulty was encountered. The target lesion was located in a carotid artery. A 8.0 x 40, 135cm mustang balloon catheter was advanced for post-dilatation of a 8mm carotid wallstent. However, upon withdrawal, the balloon cannot be removed through the 7f multipurpose guide catheter. The upper distal open filter was removed through the stent, carefully turning the filter so that it does not get caught on the stent, along with the whole system. No patient complications were reported and the patient status was stable.

Event description:
It was reported that removal difficulty was encountered. The target lesion was located in a carotid artery. A 8.0 x 40, 135cm mustang balloon catheter was advanced for post-dilatation of a 8mm carotid wallstent. However, upon withdrawal, the balloon cannot be removed through the 7f multipurpose guide catheter. The upper distal open filter was removed through the stent, carefully turning the filter so that it does not get caught on the stent, along with the whole system. No patient complications were reported and the patient's status was stable.